Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 56 mg/dl. The customer stated that the emergency medical services came for the low blood glucose. The customer's blood glucose was 270 mg/dl at the time of call. The customer stated that they were given food to treat the blood glucose and went up to 81 mg/dl. The customer stated that they were wearing the insulin pump at the time of event. The customer stated that the drive support cap appeared normal. The customer stated that the reservoir was showing the same amount of insulin as shown on the status screen. The customer stated that the insulin pump was not exposed to high magnetic fields. The insulin pump will not be returned for analysis.